Manufacturer narrative:
The facility reported an employee developed exposure symptoms from rapicide pa high level disinfectant that leaked from their advantage plus automated endoscope reprocessor (aer). The employees at the facility reported a strong smell of fumes coming from the aer, one employee reported getting a rash from the hld exposure. Medivators field service engineer(fse) was called on site to investigate the aer and he found a puddle of hld and water mixture at the bottom of the aer. He determined the poa pump, which pumps hld from the basin, was leaking and replaced it. He also replaced the aers spray heads, bearings and gaskets. The machine was tested after the fse replaced these parts and it ran within specification. This facility does not have a service contract with medivators and performs their own maintenance on their machine. The employee did seek medical attention the same day of the exposure. He is reported to be doing fine now. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
The facility reported an employee developed exposure symptoms from rapicide pa high level disinfectant that leaked from their advantage plus automated endoscope reprocessor (aer).